Event description:
Boston scientific received information that during implant procedure, this pacemaker displayed high out of range (oor) pacing lead impedance (pli) measurements greater than 2000 ohms through the device; however impedance was at 1800 ohms with the pacing system analyzer (psa). Boston scientific technical services (ts) discussed managing lead information and considering programming off ra daily measurements. Additional information indicated that the cause of the oor impedance was not determined. Pli dropped into range the following day at pre-discharge check. This patient will be followed-up normally. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.